Event description:
It was reported that the customer had high blood glucose. The blood glucose reading was 17 mmol/l. Customer treated with manual injection. It was also reported that the reservoir was leaking on both o-rings and that insulin was inside of the insulin pump. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.